Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced occlusion at the infusion set site. Within 3 or more hours of abdomen insertion customer noticed symptoms. The infusion set was not used for more than 72 hours. Additionally, location site was regularly rotated. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.